Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a slight bend in the catheter tubing. However, there was no noticeable split or leak from the catheter tubing. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported thirty minutes after placement, the catheter was found to be obstructed, no return blood could be drawn, and the catheter was withdrawn after a failed tube adjustment; after withdrawal, the catheter was found to be fractured in the body, and the patient was reintroduced to the catheter. There was no patient harm. No other information was provided.